Event description:
It was reported that there was oversensing, inappropriate therapy, high impedance, and a lead fracture at the first rib/clavicle, which was detected on x-ray. The lead is to be replaced. No patient complications were reported as a result of this event.